Manufacturer narrative:
Failure analysis revealed that no moisture damage found on the electronic, motor, vibrator and battery tube assemblies during visual inspection. The insulin pump was received with intermittent button response due to corrosion on the keypad traces. The device had cracked case on the lcd display window corners, minor scratches on the lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip.

Event description:
Customer reported a button error on his insulin pump. Customer was trying to bolus when the numbers started scrolling by themselves. Customer's blood glucose is 187 mg/dl. There were no significant events leading to the alarm. There was possible sweat exposure, but customer did not think it was exposed. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.